Manufacturer narrative:
The meter was requested for investigation. The reporter¿s meter was returned for investigation and powered on without difficulty with fresh retention batteries. A full display check was performed and no faded or missing segments were observed. No display issues were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter had an issue with the meter display with a coaguchek xs meter. The reporter stated the meter was not powering on after a battery change. When the meter finally powered on a display check was performed, the reporter stated the segments in the results field appear shaky and were flashing in and out. The reporter advised patient results have not been impacted.